Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.16in leakage at catheter junction. When connecting the infusion to the catheter hub, leakage occurs at the connection. As a result, the catheter must be reinserted.

Event description:
When connecting the infusion to the catheter hub, leakage occurs at the connection.as a result, the catheter must be reinserted.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the reported batch. The returned samples passed the catheter leak test; however, sample#1 a dent was observed on the adapter inner luer. The assembly process was reviewed, the dent was suspected to be caused by adapter contacted by the gripper at the tipper station due to misalignment. (B)(4). As current control, there is an outgoing functional test in place to check for catheter adapter leakage. There is also in-process visual inspection in place to check for catheter adapter damage which could cause leakage. Communication was conducted for the split tubing and inner luer dent defect: communication to inyste tipper line production technician to monitor the occurrence of the adapter inner luer dent defect completed.